Manufacturer narrative:
Conclusion: as reported by a healthcare professional, a deltapaq coil (cdf10015230/c39900) stretched when repositioning during the procedure. They used another one to complete the procedure. There was no report of patient injury. It was reported that the device would be returned for analysis. Three attempts to obtain additional information were unsuccessful. The device was returned for analysis. The device was returned with an inner pouch. The embolic coil was located in the green introducer. There were no kinks or bends apparent in the dpu core wire. The ball tip was intact. The proximal section of the embolic coil was stretched. The articulating joint and rh coil were somewhat obscured by the green introducer. The v-notch was undamaged. The embolic coil was advanced out of the introducer to expose the stretched section, articulating joint, and rh coil. Once exposed, the articulating joint was observed to be damaged. The rh coil had not received heat and melted. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. The complaint that the embolic coil stretched was confirmed. The proximal section of the embolic coil was stretched and the articulating joint was damaged. While the exact sequence of events is unknown, the complaint indicates that the device was being repositioned when the reported event occurred. The observed damage is consistent with excessive force being applied while withdrawing the coil from an anchored position. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device was returned for analysis; however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, a deltapaq coil (cdf10015230/c39900) stretched when repositioning during the procedure. They used another one to complete the procedure. There was no report of patient injury. It was reported that the device would be returned for analysis.